Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had begun having issues the night before the call and they had to start using a catheter again. The patient verified that therapy was on and set at 1.0. The patient stated she was diagnosed with a urinary tract infection (uti) on (B)(6) 2016 and was wondering if the uti could be cause of her reported issues or stimulation was not high enough. The patient indicated she was prescribed macrobid for the uti. The patient further indicated that they would attempt to increase stimulation to see if it resolves the reported issues and would also follow up with the healthcare professional to see if the uti could be potential cause of the reported issues. The patient stated that the uti had somewhat resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.